Event description:
During an implant procedure, the lead was tested outside the body. The guidewire was unable to be completely inserted into the lead. The lead was exchanged and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned for analysis with the stylet stuck inside it. Visual inspection of the lead revealed the outer coating of the stylet stripped and inside the connector region. The cause of the reported event was isolated to the stripped outer coating of the stylet. Based on this information, abbott is performing further investigation.